Event description:
The device was used during a laparoscopic hernia repair. It was reported by the rep. The instrument was hard to open after firing. There was no consequence to the pt. 9/10/96 the dr. Used ez35w to staple the hernia sac as usual. There was no problem to staple or cut with the product but he felt difficulty to open the instrument after firing.